Event description:
The customer reported to olympus that the instrument channel detached on the oes cystonephrofiberscope. The issue was found prior to reprocessing for a diagnostic cystoscopy procedure which was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; it was found that the forceps channel port was detached. The additional evaluation findings are as follows: due to the looseness of the forceps channel port, water tightness was lost. The image guide bundle had breakage, due to breakage of the image guide bundle, the specified resolution was not obtained, due to wear of angle wire, bending angle in "up" direction does not meet standard value, the adhesive on the bending section cover had a crack, the eyepiece was dirty, the grip was deformed, and the control unit had corrosion due to water leakage, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that irregular stress was applied to the biopsy port while the user was handling the device. The biopsy port got loose by the stress and detached from the device. However, a definitive root cause could not be determined. The event can be detected by handling the device in accordance with the "operation manual: 3.3 inspection of the endoscope" section of the instructions for use. Olympus will continue to monitor field performance for this device.